Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip and cracked case near display window corners noted during visual inspection. Unable to prime during prime tests and motor error alarmed during basic occlusion test due to moisture in faulty force sensor. Motor tested ok. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 250 mg/dl. Troubleshooting was performed. The device was returned for analysis.